Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed setscrew marks were in the correct location on the terminal pin. Resistance testing and x-ray images determined that the distal high voltage cable was fractured approximately from the terminal pin, under the silicone rubber boot that is bonded to the terminal and lead body. The failure-to-capture allegation was not confirmed. Based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues.

Event description:
It was reported that this right ventricular (rv) lead perforated into the heart wall and exhibited loss of capture with no asystole. Furthermore, the patient felt pain when pacing. The rv lead was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed setscrew marks were in the correct location on the terminal pin. Resistance testing and x-ray images determined that the distal high voltage cable was fractured approximately from the terminal pin, under the silicone rubber boot that is bonded to the terminal and lead body. The failure-to-capture allegation was not confirmed. Based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead perforated into the heart wall and exhibited loss of capture with no asystole. Furthermore, the patient felt pain when pacing. The rv lead was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead perforated into the heart wall and exhibited loss of capture with no asystole. Furthermore, the patient felt pain when pacing. The rv lead was explanted and was replaced. No additional adverse patient effects were reported.